Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gd894295 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not available for evaluation as it was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer had a mini cap that was dry or had an inadequate amount of iodine. There was no damage to the packaging or to the carton. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.